Manufacturer narrative:
The field service engineer (fse) visited the customer site on (B)(6) and did not identify any issues. The customer has not had any further issues. The investigation determined the event is consistent with a pre-analytical handling issue or an issue with the sample itself. The investigation did not identify a product problem.

Manufacturer narrative:
Na.

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for total psa elecsys e2g 300 v2 (total psa) on a cobas e801 module. The initial result was 0.048 ng/ml. This result was reported outside of the laboratory where the physician requested repeat testing. The repeat result from an aliquot in a cup was 5.76 ng/ml. The total psa reagent lot number was 482361. The expiration date was not provided.